Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based in the results of the investigation, the cause of the event is likely due to the user applied excessive force to the pip connector, which damaged the pip connector and made it impossible to connect. Handling of the device is described in the instruction manual and may have prevented the event: "do not apply excessive force to the video system center and/or other instruments connected."

Manufacturer narrative:
The repair center found the video connector (pip) was damaged. The device was repaired and returned to the customer.

Event description:
The customer contacted olympus to report the system was not giving any air pressure. The system included the cv-190 video system center and clv-190 xenon light source. This medical device report is related to the cv-190 video system center, which does not control the air pressure. The cv-190 video system center was returned to olympus. During evaluation, the repair center found the video connectors were broken and the scope could not be connected. There was no patient involvement; the reportable malfunction was identified during service.